Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a left leg¿s joint open reduction and internal fixation surgery on (B)(6) 2020 and the suture was used. During surgery, the needle was broken. There were no adverse consequences to the patient.